Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (with complications) : ectopic pregnancy with essure") and abortion of ectopic pregnancy ("ectopic pregnancy miscarriage naturally") in an adult female patient who had essure (batch no. 927076; 12486522) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity (B)(6) ((B)(6) 2008, (B)(6) 2012) and ectopic pregnancy in 2013. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida (B)(6), para (B)(6). Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: hysterectomy and bilateral salpingectomy was performed on (B)(6) 2017. First pregnancy on essure device captured in case (B)(4). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (with complications) : ectopic pregnancy with essure") and abortion of ectopic pregnancy ("ectopic pregnancy miscarriage naturally") in an adult female patient who had essure (batch no. 927076;12486522) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6)2008, (B)(6)2012) and pregnancy with contraceptive device (ectopic pregnancy) in 2013. On (B)(6)2012, the patient had essure inserted. In 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). Essure was removed on (B)(6)2017. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: hysterectomy and bilateral salpingectomy was performed on (B)(6)2017. First pregnancy on essure device captured in case(B)(4). Lot number: 12486522 man date: (B)(6)2011 exp date: january -2014 lot number: 927076 man date: (B)(6)2011 exp date: (B)(6)2011 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.